Event description:
It was reported that (B)(6) technical services (ts) was contacted to evaluate the daily trends of the right ventricular (rv) lead. Ts indicated that the rv lead amplitude measurements were low and variable, and the threshold measurements were steadily increasing. There was evidence of loss of capture in the most recent electrocardiogram. Ts strongly recommended evaluating the patient in-clinic to assess the rising threshold measurements, increase the amplitude measurements, and to assess if rv lead noise is producible with provocations. At this time, this system remains implanted and in-service. No adverse patient effects were reported. The rv lead is not a (B)(6) product. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).